Event description:
Mother of home patient (hp) reports patient line of homechoice set was not priming completely. Per mother, there was no patient injury or medical intervention as a result of incident.